Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional four armada devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, non-tortuous, 70% stenosed superficial femoral artery. A 6x200mm, 3x80mm, & 5.5x200mm armada 18 as well as a 3x40mm & 4x60mm percutaneous transluminal angioplasty balloon catheters (pta) were all advanced, and the balloons ruptured at 14 atmospheres in that order. A non-abbott balloon and two unspecified stents were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.